Event description:
It was reported that the patient's device and lead were explanted due to an unknown infection and erosion at the pocket. Additional information has been requested and when received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va03787, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received from the hcp reported that the infection was diagnosed on (B)(6) 2013. It was reported that the patient did not have meningitis, and there was incisional wound opening and drainage at the device pocket. The patient was treated with oral antibiotics and the device was removed on (B)(6) 2013.

Manufacturer narrative:
(B)(4).